Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
The facility stated, a small battery drive does not work. The product was left in a repair box with no additional information. It was reported that there is no user or patient injury. All available information has been disclosed. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. Investigation coordinated by synthes anspach. The report received indicates the customers complaint that the unit does not function was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot #(1429) provided in the initial medwatch is a supplier lot#. The synthes lot# is; 5043580. Placeholder.